Manufacturer narrative:
(B)(4). Title: infective endocarditis after transcatheter pulmonary valve replacement using the melody valve combined results of 3 prospective north american and european studies citation: cardiovascular interventions 6:3 (292-300) (doi 0.1161/circinterventions.112.000087) authors: doff b. Mcelhinney, md; lee n. Benson, md; andreas eicken, md, phd; jacqueline kreutzer, md; robert f. Padera, md, phd; evan m. Zahn, md month and year of publish were used for event date in date of event. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a study was performed to evaluate infective endocarditis (ie) after the implant of this transcatheter bioprosthetic pulmonary valve (tpv). The study population included 311 patients implanted with this device in the medtronic sponsored post-approval study of the original us investigational device exemption cohort, the us post-approval study, and the melody tpv post-market surveillance study in europe and canada. Of this population, 16 patients were diagnosed with "presumed or definite infective endocarditis", 6 of which were diagnosed with tpv-related endocarditis (gender not provided; mean age 21 years). Serial numbers were not reported. The exact duration of implant prior to the diagnosis of endocarditis was not provided, but was reported to be greater than 6 months in all but 3 of the patients. Across the patients with tpv related ie; 2 deaths occurred; one due to sepsis with "multiple complications", one death was "not due to endocarditis". Across all patients, adverse events included; 2 incidents of type ii stent fractures (one was treated with a valve-in-valve procedure), stenosis, increased gradients, "moderate or greater regurgitation" and one valve explant (5.5 years post implant) due to non tpv related endocarditis. Across the patients with tpv related ie, treatment included; antibiotics in all cases of ie, 3 valves were explanted and one valve-in-valve procedure was performed. Blood cultures confirmed the following organisms; (B)(6). Per the physician, "the observed cases of (B)(6) did not seem to be procedural complications and were unlikely to be due to systematically contaminated product". No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.